Manufacturer narrative:
Concomitant medical products:429688 lead implanted on (B)(6) 2013. W1tr01 crt-p implanted on (B)(6) 2019.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.